Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the locking mechanism that controls the depth of the dhs reamer is failing. No adverse events were recorded.